Manufacturer narrative:
The bur reported involved in this event was returned for evaluation. On receipt of the bur the reported issue of bur breakage was confirmed. The returned bur was evaluated by product engineering who concluded that markings observed on the bur flutes are consistent with metal contact while cutting. It is possible that the contact with metal while cutting with the bur caused the bur to break. The instructions for use(IFU) associated with drills for use with this bur contain the following indications for use statement; "when used with a variety of cutting accessories, the remb electric micro drill is intended for surgical procedures involving the drilling of bone and hard tissue, including the spine."

Event description:
It was reported that during a surgical procedure on the hand, the bur broke at the notch end. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure on the hand, the bur broke at the notch end. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.